Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. A lead fracture was suspected. A revision procedure was performed. During the revision procedure the fluoroscopy image was inconclusive, however the rv lead was tested on a pacing system analyzer (psa) and yielded the same out of range impedance measurements. The other manufacturer's rv lead was surgically abandoned and replaced. The ICD remained in service and no adverse patient effects were reported.